Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An attorney alleges a fire occurred at a property causing "substantial damage". The attorney further alleges the patient's remote monitor "may have caused the fire". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.